Event description:
Chronic pelvic pain and burning, cramping sensations. Sensitivity to metals. Sensitivity to supplements, medications, hygiene products and foods which I could previously tolerate. Frequent symptoms of uti, but often no infection diagnosed. Sharp stabbing pains in pelvic area, on right and left sides, worse when sitting, worst when driving. Anxiety and depression. Redness and inflammation in pelvic area. Chronic abdominal bloating, resembling pregnancy. Shooting pains down legs, chronic burning sensation in soles of feet. Ovarian cyst. Pains in vulvar area. Cysts in vulvar area. (B)(4).